Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the sensor gave inaccuracies on (B)(6) 2014. Patient reports that the device reads 258 while the finger stick value reads 138. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.